Event description:
It was reported that the patient, with a history of an aortic valve replacement, presented with fatigue, back pain and mobility issues. A transesophageal echocardiogram (tee) was performed for suspected prosthetic infective endocarditis however, no mass was observed. Blood cultures were performed and were positive for gram-positive bacilli and presence for viridans group streptococci. The patient was treated with antibiotics and antimicrobials. No pocket infection was observed. It was not known whether the source of the infection was the cardiac resynchronization therapy defibrillator (crt-d) system or an unknown type extracardiac operation. It was also noted that when programmed in a magnetic resonance imaging (MRI) safe mode, the patient experienced "twitching", explained as phrenic nerve stimulation, from the right ventricular (rv) lead. When programming reverted to previous settings, the twitching only occurred positionally. No reprogramming was performed. The crt-d system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.